Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4) although this device is not commercially available for sale in the united states, it is similar to a device currently marketed for sale in the united states. It is indicated that the complaint device is not returning for evaluation; therefore a failure analysis of the device could not be completed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the mildly tortuous proximal left anterior descending (lad) artery. After placement of a non-abbott guiding catheter and a non-abbott guide wire, a 3.5x28mm xience stent implant was deployed. The 3.5x08mm nc tenku balloon dilatation catheter (bdc) was unpackaged and prepped without issue. The bdc was advanced to the target lesion without issue; however, the balloon ruptured at 12 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. An unspecified bdc was used to successfully complete the procedure. There was no additional information provided.